Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient experienced drainage at the implant site was treated with IV antibiotics in (B)(6) 2014 (exact date not reported). Subsequently, the device was explanted (B)(6) 2014 and the patient was reimplanted with a new device (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(4) 2015.